Event description:
Customer reported that had to go to the hospital emergency room due to low blood glucose. The blood glucose value at the time of the admission was 55mg/dl. Customer stated that he has not been taking proper care of himself and that cause of the event might have been a combination of the manual over bolus dose and lack of food. He was not using the insulin pump at the time of the event. He was treated with food ingestion. During the trouble shooting, customer noted that the drive support cap is flush, he was not feeling good and could not continue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.